Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving gablofen (2000mcg/ml at 685.9mcg/day) via an implantable pump. It was reported that the patient presented to the emergency department due to withdrawal symptoms, so the hcp decided to take the patient to surgery. It was determined that the patient's pump flipped. No factors that caused or contributed to this issue were noted. The pump was explanted and replaced as the pump was dry. The rep's interrogation showed the pump had 7.3cc left, but the scrub technician did not get any fluid back on withdrawal. While in surgery, it was determined that the catheter was twisted. The catheter was partially explanted as 27.9cm of the catheter was replaced. This issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.